Event description:
The physician reports performing cataract surgery with implantation of 22.5 diopter adaptao intraocular lens. Postoperatively, the surgeon observed a difference in refraction of approx 10 degrees. Approx one month postoperatively, the surgeon elected to explant the lens and replace it with a 23.0 diopter adaptao intraocular lens. The second iol was implanted successfully, and the pt's prognosis is good. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or deviations identified that would contribute to the reported issue. The surgeon suspects that the lens diopter was mislabeled. The DHR review indicates that the lot conformed to specification at the time of release. No similar complaints were received for this mfg lot.